Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life and backlight had dimmed. Customer stated that the there was small piece missing om right side of battery area. Customer stated that transmitter did not charge when connected even with green light and frequent calibration error and reading were sometimes inconsistent. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.